Event description:
A nurse reported that a corneal burn occurred during a case. Patient outcome was not provided. Additional information has been requested.

Manufacturer narrative:
A letter and copy of an industry article (ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, in 1996, vol. 25, no. 11: 426-431) which describes factors that would increase temperature at the incision was provided to the customer. Investigation, including root cause analysis is in progress. This report mailed in to FDA on: 05/16/2007.